Event description:
It was reported to philips that the system could not perform cine during a procedure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during electro-physiology procedure. The procedure was completed by using the complete the case using only fluro. It was reported to philips that when doing a case, cine does not work. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found image disk full due to which exposure not possible. To resolve the issue, rse suggested the repair action to local engineer and steps to recover the ippc computer as it had a corrupted data storage drive and data file. Local engineer recovered the data storage and directory for the data storage as instructed to resolve the issue. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.